Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted using proglide devices in the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was an 6fr. When the first proglide in lcfa was used an anterior cuff miss occurred after removal of proglide plunger. The sutures of the three proglide devices, one proglide in the rcfa and two proglides in the lcfa, were placed using the preclose technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures in both the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.